Event description:
A customer contacted beckman coulter (bec) reporting a contained reagent probe a leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer also stated that the urine creatinine quality control (qc) was trending lower than usual but was still within the control range. Upon troubleshooting, the customer noticed that the reagent probe a had leaked 1 ml of fluid on the tray under the probe. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the solenoid vacuum valve which resolved the leak issue. Although there was no obvious defect, fse also replaced the sample probe and wash collar for customer satisfaction. Fse confirmed failure mode to be solenoid vacuum valve. Bec followed up with the fse on (B)(4) 2013 to obtain more information on the service visit. The fse indicated that the valve was corroded and did not have enough vacuum. Valve was returned to bec manufacturing site for further investigation. (B)(4).